Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received the charger was unable to charge a battery pack. The cause was a defective battery board. The root cause for the defective board was unable to be positively determinded. Device evaluation of battery sn (B)(4) is underway. The reported problem (battery wont hold charge) was confirmed. Upon investigation the battery was unable to power on a monitor or charge in a charger. A root cause investigation is underway at the supplier. A supplemental MDR will be submitted upon completion. No adverse event resulted from the defective battery charger/modem or battery pack. The patient received a replacement battery charger/modem and battery pack.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger was reporting battery charger faults and her battery pack was unable to power on her monitor. The patient was issued a replacement battery charger/modem and battery pack.